Event description:
It was reported that a patient received a biozorb implantation on (B)(6) 2020, the patient reported that she suffers from a hard, painful lump, along with itching swelling and severe discomfort near the site of the biozorb device implantation. The patient reported that the device ¨migrated¨ causing additional pain and that she has scarring and reddening near the skin at the site of implantation. No other information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 56-year-old postmenopausal, caucasian woman with a body mass index of 27.08 and 166 pounds. The patient self-detected right breast mass (medial aspect, 1.5cm) in (B)(6) 2020, and positive core biopsy for invasive ductal carcinoma, grade 2, ER/pr positive, her-2 negative. On (B)(6) 2020, the patient underwent ¿right partial mastectomy under needle localization with specimen radiography, development of 10 cm pedicle advancement flap and placement of a 2 x 3cm fiducial biozorb implant onto the tumor bed and right axillary sentinel lymph node biopsies". Secondary notes indicate the staging as: stage 1 grade 2 t2 n0 (I+) ER/pr +, her-2 negative, oncotype=7 (note 1/7 lymph nodes was positive for tumor cells). The patient had an uncomplicated immediate post operative course. At her pre-radiation therapy CT scan, an axillary seroma was identified. The CT also identified ground glass infiltrates in both lungs with a singular focus ¿likely infectious/inflammatory", to be followed for presumed coccidiomycosis (valley fever). At 2 months post-surgery, the surgeon found no evidence of lymphedema or axillary seroma. Because she had tumor cells identified in 1/7 lymph nodes, adjuvant chemotherapy was considered. However, her germline mutation testing was negative and her oncotype score was 7 = low risk for recurrence indicating no benefit from chemotherapy. She was scheduled for a lung biopsy due to previous CT findings which were negative for coccidioidomycosis however was started on diflucan antifungal. She stopped this medication due to side effects. The patient underwent whole breast and boost radiation therapy from (B)(6), 2020, to (B)(6) 2021, with only expected side effects including skin reaction and slight fatigue. A 5-month follow-up mammogram noted biozorb in place and post-surgical changes, negative for malignancy. She began arimidex adjuvant endocrine therapy and switched to exemestane after 1 month due to side effects. A follow-up CT scan on (B)(6) 2021, indicated resolution of the axillary seroma and persistence of bilateral lung nodular densities and mediastinal nodes noted previously without change. A note from (B)(6) 2021, indicates that the patient had been receiving physical therapy x 7 for ¿right upper quarter pain related to her breast surgery¿ with some improvement- aggravated by reaching. A follow-up mammogram on (B)(6) 2021, one year post implant, noted post lumpectomy changes as stable and ¿multiple biozorb markers are seen¿. The patient reported increased pain and swelling following her mammogram (breast compression) described as tightness or pulling impacting her upper body mobility. On (B)(6) 2021, the patient complained of increased pain at the surgical site ¿that seemed to be getting worse¿. On exam she had tenderness in the right axilla. A mammogram on (B)(6) 2022, noted right breast architectural distortion, negative for malignancy. An ultrasound at the same visit noted a 4.3x3.6x1.8 cm seroma with associated surgical clips. "Right breast skin thickening and pulling sensation without obvious mammographic or sonographic correlation¿. The seroma was confirmed by MRI and a mid-sternum "possible osseous lesion¿ was noted as needing additional CT and bone scan. On (B)(6) 2022, the CT and bone scan were reported as negative. As the seroma was a new finding the patient continued physical therapy with improvement of her symptoms. A follow-up MRI on (B)(6) 2023, was negative for malignancy and other findings were stable. The patient was seen on (B)(6) 2023 and reported that she stopped exemestane endocrine therapy due to side effects. Medical records end on the (B)(6) 2023 visit. In summary, this postmenopausal woman with a medical history complicated by multiple sclerosis underwent surgical, radiation, and endocrine therapy treatment for invasive ductal carcinoma. Her follow-up was complicated by both axillary and breast seroma and pain and tightening in the axilla extending to the right chest wall. She had extended physical therapy with some resolution.

Manufacturer narrative:
It was reported that a patient received a biozorb implantation on (B)(6) 2020, the patient reported that she suffers from a hard, painful lump, along with itching swelling and severe discomfort near the site of the biozorb device implantation. The patient reported that the device ¨migrated¨ causing additional pain and that she has scarring and reddening near the skin at the site of implantation. No other information is available. Additional information received: after additional information review, it was reported that the patient is a 56-year-old postmenopausal, caucasian woman with a body mass index of 27.08 and 166 pounds. The patient self-detected right breast mass (medial aspect, 1.5cm) in (B)(6) 2020, and positive core biopsy for invasive ductal carcinoma, grade 2, ER/pr positive, her-2 negative. On (B)(6) 2020, the patient underwent ¿right partial mastectomy under needle localization with specimen radiography, development of 10 cm pedicle advancement flap and placement of a 2 x 3cm fiducial biozorb implant onto the tumor bed and right axillary sentinel lymph node biopsies". Secondary notes indicate the staging as: stage 1 grade 2 t2 n0 (I+) ER/pr +, her-2 negative, oncotype=7 (note 1/7 lymph nodes was positive for tumor cells). The patient had an uncomplicated immediate post operative course. At her pre-radiation therapy CT scan, an axillary seroma was identified. The CT also identified ground glass infiltrates in both lungs with a singular focus ¿likely infectious/inflammatory", to be followed for presumed coccidiomycosis (valley fever). At 2 months post-surgery, the surgeon found no evidence of lymphedema or axillary seroma. Because she had tumor cells identified in 1/7 lymph nodes, adjuvant chemotherapy was considered. However, her germline mutation testing was negative and her oncotype score was 7 = low risk for recurrence indicating no benefit from chemotherapy. She was scheduled for a lung biopsy due to previous CT findings which were negative for coccidioidomycosis however was started on diflucan antifungal. She stopped this medication due to side effects. The patient underwent whole breast and boost radiation therapy from (B)(6) 2020, to (B)(6) 2021, with only expected side effects including skin reaction and slight fatigue. A 5-month follow-up mammogram noted biozorb in place and post-surgical changes, negative for malignancy. She began arimidex adjuvant endocrine therapy and switched to exemestane after 1 month due to side effects. A follow-up CT scan on (B)(6) 2021, indicated resolution of the axillary seroma and persistence of bilateral lung nodular densities and mediastinal nodes noted previously without change. A note from (B)(6) 2021, indicates that the patient had been receiving physical therapy x 7 for ¿right upper quarter pain related to her breast surgery¿ with some improvement- aggravated by reaching. A follow-up mammogram on (B)(6) 2021, one year post implant, noted post lumpectomy changes as stable and ¿multiple biozorb markers are seen¿. The patient reported increased pain and swelling following her mammogram (breast compression) described as tightness or pulling impacting her upper body mobility. On (B)(6) 2021, the patient complained of increased pain at the surgical site ¿that seemed to be getting worse¿. On exam she had tenderness in the right axilla. A mammogram on (B)(6) 2022, noted right breast architectural distortion, negative for malignancy. An ultrasound at the same visit noted a 4.3x3.6x1.8 cm seroma with associated surgical clips. "Right breast skin thickening and pulling sensation without obvious mammographic or sonographic correlation¿. The seroma was confirmed by MRI and a mid-sternum "possible osseous lesion¿ was noted as needing additional CT and bone scan. On (B)(6) 2022, the CT and bone scan were reported as negative. As the seroma was a new finding the patient continued physical therapy with improvement of her symptoms. A follow-up MRI on a(B)(6) 2023, was negative for malignancy and other findings were stable. The patient was seen on (B)(6) 2023 and reported that she stopped exemestane endocrine therapy due to side effects. Medical records end on the (B)(6) 2023 visit. In summary, this postmenopausal woman with a medical history complicated by multiple sclerosis underwent surgical, radiation, and endocrine therapy treatment for invasive ductal carcinoma. Her follow-up was complicated by both axillary and breast seroma and pain and tightening in the axilla extending to the right chest wall. She had extended physical therapy with some resolution. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/discomfort/device palpability/sleep disfunction/failure to resorb), migration, minor inflammation (inflammation/swelling/lymphedema/limited mobility), scar tissue (scar tissue and/or delayed wound healing), hypersensitivity/allergic reaction (redness/erythema and/or itching sensation), physical asymmetry (deformity), a review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint.though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.